Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a broken pinch valve vl50b which provides vacuum to the differential chamber. The fse replaced the pinch valve to resolve the issue and verified the repair as per established procedures. Failure mode of the event is attributed to a broken pinch valve vl50b. (B)(4).

Event description:
The customer reported obtaining multiple latron primer failures from the coulter lh 750 hematology analyzer. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. The customer has performed the recommended troubleshooting procedures but the issue was not resolved.